Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Contraindications, states "....v.a.c therapy is contraindicated for pts with malignancy in the wound...." Based on the info provided by the health care providers it cannot be determined when the foreign body alleged to be v.a.c granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to the user misuse. The unit was tested per quality control (qc) procedures by a kci field service employee on (B)(4) 2010, prior to placement with the pt on (B)(6) 2010. The unit passed qc checks and met specifications. On (B)(4) 2011, the device was returned to the kci service ctr. On (B)(4) 2011, the unit was then received in kci quality engineering for device eval. Inspection, testing and eval of the unit did not reveal any evidence of a malfunction with the device. The unit functioned as designed.

Event description:
The following info was reported to kci by the physician: in 2010, the pt was diagnosed with a postoperative wound infection after radiation therapy and metastatic merkel cell cancer of the left thigh. On (B)(6) 2010, activ.a.c therapy was initiated. The pt refused activ.a.c dressing changes. On (B)(6) 2011, a nurse attempted to change the pt's dressing and again the pt refused. On (B)(6) 2011, the home health agency was notified that the pt had been admitted to the hosp for a wound infection and was scheduled for wound debridement. On (B)(6) 2011, the pt underwent incision and drainage under general anesthesia for a left thigh surgical infected wound. The pt was status post operative merkel cell carcinoma resection and radiation. During the procedure the surgeon found in the medial gutter area of the wound near the superficial femoral artery a foreign material that had tissue grown into it. The foreign material was sent to pathology but no results were given. On (B)(6) 2011, the pt was re-admitted for home health services with activ.a.c therapy. Since then the pt has not refused any further activ.a.c dressing changes. The pt's wound was healing well.